Manufacturer narrative:
Unknown lot number. Unknown expiration date. Unknown manufacture date. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted, however, in review of customer verbatim, this complaint is confirmed and meets the criteria of a previously investigated complaint.

Event description:
While using the bd vacutainer® sst¿ blood collection tubes, it was reported that the facility was having issue with "spuriously high potassium levels." Due to the erroneous results, 64 patients were redrawn.